Manufacturer narrative:
(B)(4). It was reported the peritonitis occurred on an unspecified date, three weeks prior to stomach flu event. It was reported the cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics. It was reported dianeal therapies were ongoing. At the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was not hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome of this peritonitis event was not reported. Action with pd therapy was not reported. Additional information was unable to be obtained.